Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm displayable history crc check failed on startup. Customer's blood glucose at time of incident was unknown. Customer stated that she will call back because she keep getting lost connection and unable to verify alarm on pump or troubleshoot at this time.